Event description:
There is no allegation against the initially reported (B)(6); the self test issue occurred on (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the battery button was pressed in an attempt to initiate the self test of the system controller, the transition to the self-test did not occur. Upon retrying after some time, instances were observed where the self-test did and did not initiate. Therefore, a replacement request was made. The system controller will return for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller, serial number: (B)(6), was initially recorded within this complaint to have a self-test issue, where it was reported that the controller would not transition into a self-test. Upon the return of(B)(6) for analysis, good faith efforts were sent and clarified that (B)(6) was the controller with the self-test issue, and (B)(6) has no allegations against it. Additional information provided stated that (B)(6) would not return for evaluation. No issues were reported with (B)(6). The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), (rev. A), and the heartmate 3 patient handbook (rev. C) are available for use. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 entitled "caring for the equipment" addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.